Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) incisional hernia surgical procedure, the 8mm mega needle driver instrument had a broken cable. The procedure was completed. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the reported information and instrument details. In addition, a backup of the same instrument was used to complete the procedure. No fragment fell inside the patient's body and there was no injury or harm to the patient. There was a procedure delay of 2 minutes. Ports were placed when the issue was identified and the instrument did not collide with anything. On 01/13/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: broken cable on mega needle driver.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. H10 field updated for related report (B)(4).